Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(4), batch: 18338875. Product family: scs-lead fixation, upn: m365sc43160, model: sc-4316, serial: n/a, batch: 19271314.

Event description:
It was reported that the patients ipg and lead migrated which caused inadequate pain relief and shocking stimulation on the sides. The patient underwent an explant procedure and was doing well postoperatively. The explanted devices were not returned.